Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not verify the reported event, no anomalies were found. (B)(4).

Event description:
It was reported that a telemetry failure was experienced. Both the programmer and programmer radio-frequency (rf) head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a telemetry failure was experienced. Both the programmer and programmer radio-frequency (rf) head were returned for repair. No patient complications have been reported as a result of this event.